Event description:
Revision surgery due to loosening of cemented tibial and femoral components, at about 1 year 4 months from the primary.

Manufacturer narrative:
Batch review performed on 01 december 2023 lot 2119406: (B)(4) items manufactured and released on 04-may-2022. Expiration date: 2027-04-25. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review. Additional device involved batch review performed on 01 december 2023: gmk-sphere 02.12.0025r femoral component sphere cemented size 5+ r (k140826) lot 2202837: 20 items manufactured and released on 02-may-2022. Expiration date: 2027-04-18. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.